Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The wheel broke on the base while the patient was in the lift, provider alleges the wheel was stripped.